Manufacturer narrative:
Technical support instructed the account to isolate the siderails. Repairs have not been completed.

Event description:
The account alleged the motor power off led will come on after a few minutes. When he disconnects and then reconnects the ac power, the bed will work but the head motor will run on its own for a few seconds.